Event description:
It was reported that patient enrolled in a clinical study underwent left partial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove all components and replace with a total knee system. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2011-01058 / 01060).